Event description:
After use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) reported she powered down the heater cooler unit. When the ccp powered the unit back on, she was getting an "e0e" and "e0d" error. There were no reported adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR # 1828100-2014-01115.